Event description:
It was reported that the procedure was to treat a heavily calcified, 70% stenosed lesion in the iliac artery. A 6.0x60mmx135cm absolute pro vascular self-expanding stent system (sess) was advanced to the lesion without issue, however the stent would not deploy. The device was removed without issue and another absolute pro stent was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. The returned device analysis found the stent was missing. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed due to the condition of the retuned device. The stent implant was deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during deployment interaction with the heavily calcified and 70% stenosed anatomy prevented the shaft lumens from moving freely resulting in the reported difficulty deploying the stent; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Manipulation of the device likely resulted in a noted kink on the inner member likely contributing to the reported difficulties. In addition, it is possible that during post procedure and/or during packaging for return analysis mishandling resulted in the stent being deployed and not returned; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.